Event description:
Smart toe too flexible and had to be adjusted. No adverse consequence was reported.

Manufacturer narrative:
Technical analysis conducted to conclude shape memory effect conform to memometal specification. Historical data analysis identified this was a single case. Those elements concluded that the implant probably bent due to the surgical technique or bad temperature management of the surgeon. The root cause of the reported event is user error. As instructed by (B)(4) on (B)(4) 2011. MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.